Event description:
It was reported that post bilateral lung transplant, the patient had a ¿hard cough¿ and a sternal plate as well as four screws popped out of the sternum. The patient underwent revision surgery on (B)(6) 2015 to remove the plate and eight screws. Two new sternal plates were implanted and the revision surgery went well and the patient is doing fine. This report is for eight unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Date of event: unknown. This report is for eight unknown screws/unknown lots. Date of implant: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.